Event description:
The customer reported that the spectrum pump has system error 322 alarms. Customer reported that there was no patient injury. No further info was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. The device was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. The eval was unable to determine the cause. Eval of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.